Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description only. No product was returned and no imaging was provided. Therefore, it would be inappropriate to speculate at what may or may not have occurred and why the filter would not release from the jugular introducer. However, reference is made to the IFU, warning that excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. It is noted that the difficulties encountered caused no adverse effects to the patient. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-jug-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: they tried to place a filter with a jugular approach and would not release. They resheated the filter and removed it and placed another filter to complete procedure. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence